Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device. This report is filed (B)(4) 2015.

Manufacturer narrative:
Correction: the correct returned to manufacturer date is (B)(4) 2015; not (B)(4) 2015, as previously reported. This report is filed on (B)(6) 2015.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, february 19, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.